Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and falls. Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. False atrial high rate episodes were recorded. The ra lead remains in use. No further patient complications have been reported as a result of this event.